Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and confirmed the reported phenomenon, and also found that the camera head was cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the subject device at the service department of olympus (B)(4), it was found that rust had occurred on the shaft of the coupler. The occurrence date of event is unknown. There was no report of patient injury associated with the event.